Event description:
Consumer reported complaint for high and erratic blood glucose test results. Customer initially reported complaint to coordinator (B)(6) 2022 and technician had been unable to contact customer to obtain further details. Customer had called back on (B)(6) 2022. The customer is concerned with test results from results obtained of 204, 213 and 202mg/dl. The customer¿s expected fasting blood glucose test result range is 99-150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 154mg/dl and 154mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/31/2023 and open vial date is one month. The meter memory was reviewed for previous test result history (time not set): result 1: 167 mg/dl date: (B)(6) 2022 time: 11:14am fasting pm. Result 2: 126 mg/dl date: (B)(6) 2022 time: 8:29am fasting. Result 3: 185 mg/dl date: (B)(6) 2022 time: 7:30pm fasting. Result 4: 145 mg/dl date: (B)(6) 2022 time: 1:32pm fasting. Result 5: 144 mg/dl date: (B)(6) 2022 time: 3:42pm fasting. Result 6: 204 mg/dl date: (B)(6) 2022 time: 8:05pm fasting. Result 7: 213 mg/dl date: (B)(6) 2022 time: 7:42pm fasting. Result 8: 202 mg/dl date: (B)(6) 2022 time: 7:41pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: replacement product sent to customer (B)(6) 2022 - manufacturer unable contact customer at this time to ensure the replacement products resolved the initial concern.

Manufacturer narrative:
Sections with additional information as of 08-sep-2022: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.